Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature sensor harness. During decon, device was receiving 77 before repair. Observed temperature harness not properly plugged into I o card port. Temperature harness jacket degrading at the thermistor. Reseated during decon. Temperature sensor harness was replaced. During decon, observed processor card missing fastener screw and not properly seated. Reseated processor card and installed fastener screw. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was trying to fill reservoir and got an error 73 (secondary outlet water temp sensor out of range, high resistance) in an arctic sun device. Per sample evaluation results received via task on 09mar2026, it was reported that the during decontamination, observed processor card missing fastener screw and not properly seated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed was trying to fill reservoir and got an error 73 (secondary outlet water temp sensor out of range - high resistance) in an arctic sun device.